Manufacturer narrative:
(B)(4). Investigation results: an undeployed wallflex biliary covered stent and delivery system was received for analysis. Visual examination of the returned device found the outer sheath was broken at the point between the clear guidewire access port and the proximal outer sheath, and a kink was noted on the inner shaft near the break point. The outer sheath had kinks at places. A functional analysis found that it was possible to manually deploy the stent. There was no issue with the stent and no other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident of stent failed to deploy and that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and product specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered rmv stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent failed to deploy. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the outer sheath was broken at the point between the clear guidewire access port and the proximal outer sheath.